Event description:
There was an incident where the alaris valve on the IV select microbore extension set became disengaged on an agitate pt. The nurse had wrapped the extension set with gauze, and the valve disconnected shortly after placement, went un noticed for an unk period of time. Leading to a significant blood loss (a 2 point drop in hgb/hct.